Event description:
It was reported to boston scientific corporation in 2008 that a hemostatic clipping device was used during a polypectomy the same day. According to the complainant, "both clips would not come out of the catheter. " there were no patient complications reported as a result of this event. Note: the complaint associated with this report is related to another complaint. Refer to associated manufacturer report number 3005099803-2009-2002 for a report on the other complaint.

Manufacturer narrative:
The suspect device, a hemostatic clip, was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.